Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the geometry movements were unavailable. A review of the system logfile confirmed the malfunctioning of the geo-pc. Upon troubleshooting with the customer, the rse determined that after a power outage, the table and the arc do not move and had a geometry movements partly unavailable error message. Upon further testing the rse found that geo ipc was not initializing the sw. To resolve the issue, the customer reinstalled the geo ipc sw and calibrated the arch sensors. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.